Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 405 mg/dl. The customer also experienced different blood glucose levels ranging from 402 mg/dl to 403 mg/dl. Customer's other blood glucose level was 323 mg/dl. The customer was treated with bolus for high blood glucose. The customer did not report symptoms as a result of high blood glucose level. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.